Manufacturer narrative:
None of the operators noticed that the p3 plates have a green colored tab instead of the orange tab on the p4 plates. Use of cmv-pa in a p3 plate is expected to cause false positive results because of the size of the particle in relation to the size of the terraces in the p3 plate. However, data is not available to definitively state that cmv false negative results could not occur in association with p3 plates. User error is the root cause for this event. No analyzer malfunction occurred. Note: the pk microplates are used on the pk7200 and pk7300 analyzers. The pk7200 and pk7300 analyzers are manufactured by: beckman coulter (B)(4). The pk microplates were produced by original equipment manufacturer (OEM): (B)(4).

Event description:
A customer used the wrong plate type for donor cytomegalovirus (cmv) screening. The customer placed 12 p3 pk7300 microplates into use on (B)(6) 2011. These p3 plates were mixed in with the rest of the plate inventory and inadvertently and randomly used for cmv testing. The error was discovered on (B)(6) 11. The pk cmv-pa control set gave expected results when the p3 plates were used. As the p3 plates were labeled with multi-use barcode labels, the customer was able to identify which donor samples were tested with the incorrect plates. Repeat testing was performed using p4 plates with all in-date samples that originally tested as cmv reactive on the p3 plates. None of the repeat results were discrepant with the initial testing. Testing was not repeated for the samples with non-reactive results on the p3 plates. Therefore, a serious permanent injury could occur if a patient would be transfused with cmv positive blood due to a false negative result. The screening of blood donors for cmv antibodies is an important step toward reducing cytomegalovirus infection in immunocompromised transfusion and transplant recipients. An effect to a patient is unknown.